Manufacturer narrative:
Corrected data: section d2 (product code).

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease filter for the treatment of blood clot related issues. The device in the patient was positively identified in a subsequent evaluation scan. Approximately nine years post filter implantation, patient received a scan. The scan noted a trapease inferior vena cava filter is present, with approximately 14 degrees tilt. This scan confirmed that patient¿s cordis filter had tilted. As a result of the malfunction of the ivc filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The following additional information was received per the patient¿s medical records: patient had a CT scan approximately 9 years and 5 months post implantation. The report from the scan noted the filter was present with approximately 14-degree tilt, the superior tip contacting the anterior wall and the caudal tip contacting the posterior wall. There is no filter fracture or migration. The filter is at he l2-l3 vertebral body level below the renal veins. According to the information received in the patient profile form (ppf), patient reports abdominal pain, and anxiety.

Manufacturer narrative:
Additional information was provided and is available in: (date received by the manufacturer and PMA/510(k) number). The exact implant date is unknown. The event date is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent of a trapease filter for the treatment of blood clot related issues. Approximately nine years and five months post implant the patient underwent a computed tomography scan for evaluation of the filter. The report from the scan noted the filter was present with approximately 14-degree tilt, the superior tip contacting the anterior wall and the caudal tip contacting the posterior wall. There is no filter fracture or migration. The filter is at the l2-l3 vertebral body level below the renal veins. The scan also noted that the patient had undergone a cholecystectomy and gastric bypass surgery. The patient also reports experiencing abdominal pain and anxiety. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined, however, may be related to the patient¿s history of gastric bypass surgery. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant a trapease filter for the treatment of blood clot related issues. The device in the patient was positively identified in a subsequent evaluation scan. Approximately nine years post filter implantation, patient received an unidentified scan. The scan noted a trapease inferior vena cava filter is present, with approximately 14 degree tilt. As a result of the malfunction of the ivc filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The device is not available for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness.( I like that statement) clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease filter for the treatment of blood clot related issues. The device in the patient was positively identified in a subsequent evaluation scan. Approximately nine years post filter implantation, patient received a scan. The scan noted a trapease inferior vena cava filter is present, with approximately 14 degrees tilt. This scan confirmed that patient¿s cordis filter had tilted. As a result of the malfunction of the ivc filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.